Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Twenty-one days post implant it was reported that there was intermittent atrial undersensing noted on arrhythmia episodes for the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.